Manufacturer narrative:
Additional information : two (2) actual samples were received and evaluated. A visual inspection with the naked eye was performed which identified a broken occluder foot on the first sample and a damaged (cracked) main body on the second sample. Functional testing was performed which included leak, clear passage, and clamp function tests. The first sample with the broken occluder foot failed the leak and clamp function tests. The reported condition of leak was verified. Both samples passed the clear passage test. No issues were noted during the leak and clamp function tests on the second sample, however, a damaged (cracked) main body was identified. The reported condition of leak was not verified on the second sample, however, the product did not meet specification due to damaged (cracked) main body. The causes of the conditions could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets leaked from an unspecified location. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.